Event description:
A cartridge alarm was reported by the customer, which prompted a high blood glucose level reading, although the specific value was unknown and displayed as "high." There was no adverse impact to the customer's blood glucose level. To address the high blood glucose, the customer drank water but took no other actions. Assistance from a third party was not required. The issue did not occur during the loading process, and the customer does not have a history of reporting similar cartridge alarms with this device. Prior to contacting technical support, the customer successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.